Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of up to 541 mg/dl; cause was not known. Reportedly, the customer loads the cartridge with cold insulin and uses the pump supplies for 3 days. Tandem technical support advised the customer to follow proper labeling of pump supplies. A supply change was performed and a manual injection was administered to address bg.